Event description:
Pt's pump was refilled without event with 50 mg/dl morphine (daily dose of 18.9 mg/day). Later that day, pt experienced vomitting and unresponsiveness. She was taken to hospital, and home health care nurse who had performed the refill was called in to stop the pump. The next day, the home health nurse accessed the pump and aspirated an expected amount of medication, given the length of time pump had been running post-refill. X-rays of the pump were done post-admission and appeared to be normal. The pt was placed on a narcan drip and remained somewhat unresponsive through discharge, despite being on the drip for 3 days. The pt subsequently had the pump explanted at another facility 2-3 weeks later, and upon explant, "black substance" was discovered in tubing, nearly occluding her catheter. A new pump and catheter has been implanted in the pt, and she has been discharged from the hospital following implant. Prior to event, pt had been taking darvon and valium concomitantly with morphine from pump for pain relief.